Event description:
The patient was transported to the hospital for ivtm therapy. The primary cause of hospitalization was hypoxic encephalopathy due to cardiopulmonary arrest. Later, the heartbeat resumed, and therapeutic ivtm was started. During the ivtm therapy on (B)(6) 2021, the thermogard xp ivtm system (sn (B)(6)) unexpectedly shutdown on its own. Upon restarting, the thermogard system functioned normally for a few hours and got shutdown again. The customer stated that the issue reoccurred every several hours. On (B)(6) 2021, the physician ended the ivtm therapy due to the patient's serious health condition. The patient passed away a few hours later. The physician stated that ivtm therapy may not have been necessary for this patient, and the patient's death was not related to the thermogard system.

Manufacturer narrative:
A further in-depth investigation was performed at the zoll japan service depot. The customer reported complaint of an unexpected shutdown was not reproduced. The thermogard system performed as intended. The I/o board, danfoss module, and pic16 will be replaced as a part of preventive maintenance. The thermogard xp ivtm system was manufactured in 2013 and is eight years old, past the expected service life of 5 years. Zoll is awaiting customer approval for service repair.

Event description:
The patient was transported to the hospital for ivtm therapy. The primary cause of hospitalization was hypoxic encephalopathy due to cardiopulmonary arrest. Later, the heartbeat resumed, and therapeutic ivtm was started. During the ivtm therapy on (B)(6) 2021, the thermogard xp ivtm system sn (B)(4) unexpectedly shutdown on its own. Upon restarting, the thermogard system functioned normally for a few hours and got shutdown again. The customer stated that the issue reoccurred every several hours. On (B)(6) 2021, the physician ended the ivtm therapy due to the patient's serious health condition. The patient passed away a few hours later. The physician stated that ivtm therapy may not have been necessary for this patient, and the patient's death was not related to the thermogard system. On (B)(6) 2021, zoll service personnel visited the customer site. The event log indicated multiple tcmid:02 (ce danfoss error) errors during the reported event.

Manufacturer narrative:
The customer reported that "the thermogard xp ivtm system sn (B)(4) unexpectedly shutdown on its own" was not confirmed during the functional testing performed at zoll japan service depot. The thermogard xp ivtm system passed the functional testing and worked as intended. Upon visual inspection, no physical damage was observed. Zoll service personnel visited the customer site for preliminary investigation and reviewed the event log. The event log indicated multiple tcmid:02 (ce danfoss error) errors during the reported event of unexpected shutdown. The tcmid:02 error was not reproduced during the functional testing performed at zoll japan service depot. Further in-depth investigation is in progress to identify the root cause of the unexpected shutdown and tcmid:06 error. A follow-up report will be submitted when the investigation has been completed. Event of death was serious because it met criteria for seriousness (death). Death was not related to zoll device. The event is not related to the device and the procedure.